Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the left ventricular lead(lv lead) failed to capture. Lead dislodgement was confirmed through chest x-ray and reposition procedure was scheduled. During procedure, it was noted that the lv lead was stiff and failed to advance into the catheter. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.